Event description:
The consumer was being transferred from his bed to his wheelchair via a hoyer lift when the right shoulder strap allegedly tore away from the pad, causing the consumer to fall to the floor and sustain a fractured left hip. The model and serial number of the lift are not known. It has not been confirmed that this is an invacare lift.

Manufacturer narrative:
The health care provider alleges the consumer fell and fractured their hip while transporting the patient on the solid fabric sling. Allegedly the solid fabric sling tore in the maneuvering of the patient. Maintenance history is unknown. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed injury.

Manufacturer narrative:
The health care provider alleges the consumer fell and fractured their hip while transporting the patient on the solid fabric sling. Allegedly the solid fabric sling tore in the maneuvering of the patient. Maintenance history is unknown. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed injury. Additional information: originally the lift was identified by the consumer as a hoyer lift, serial number unknown. Based upon further root-cause data gathering, a facility risk department representative identified the lift as a titenex bariatric lift, a non-invacare product, serial number unknown. The owner's manual for invacare r117 full body sling x-large clearly illustrates an accessory warning stating that invacare accessories are designed and tested for invacare devices. Therefore, using the invacare r117 full body sling x-large with the titenex bariatric lift constitutes a root cause of incompatible usage of parts and is not recommended.

Event description:
The consumer was being transferred from his bed to his wheelchair via a hoyer lift when the right shoulder strap allegedly tore away from the pad, causing the consumer to fall to the floor and sustain a fractured left hip. The model and serial number of the lift are not known. It has not been confirmed that this is an invacare lift.